Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display shuts down within a few seconds (screen blank) and 10 beeps are heard. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the display switched off after a few moments of use. No consequences or impact to patient were reported.